Event description:
This report summarizes 1 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was patient involvement; no adverse consequences were reported.

Manufacturer narrative:
The final device was not evaluated, as the issue was identified and resolved during a call between the customer and a stryker field service representative.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 1 device is pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Event description:
This report summarizes 1 malfunction event, where it was reported the clinician was not alerted/aware of possible patient fall condition. There was patient involvement; no adverse consequences were reported.